Event description:
It was further reported that the stent dislodged from the stent delivery system while in the guide catheter during the withdrawal process and then was successfully removed from the patient.

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The procedure treated a tight lesion located in the tortuous proximal right coronary artery. After ivus, a 3.5x32mm promus element was advanced for treatment but was not able to cross the lesion. The device was removed from the guide catheter and a "mother and child" five-in-six guide catheter was placed to provide more support. The 3.5x32mm promus element was then re-advanced in the guide catheter, but the physician noted that the stent had moved on the balloon to the balloon tip. The physician decided to remove the whole system from the patient and the stent was slowly removed from the catheter. The procedure was successfully completed with a 3.5x28mm promus element. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent delivery system was returned without the stent attached, therefore, the stent had dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).